Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated they cannot get glue off from penis, warm water & wash cloth doesn't do it. Representative advised patient to wet the rag with hot water and wrap around penis for a bit before removing. The heat and water should help break down the adhesive.

Event description:
It was reported that the patient stated they cannot get glue off from penis, warm water & washcloth doesn't do it. Representative advised patient to wet the rag with hot water and wrap around penis for a bit before removing. The heat and water should help break down the adhesive.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.